Manufacturer narrative:
Model number/catalog number: sc-2352-50, serial number: (B)(4), batch/lot number: 13607730, model/catalog description: linear 3-4 lead 50 cm. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patients leads had high impedances. Database analysis revealed that there were high values on the three contacts of the left lead and on one contact of the right lead. The patient underwent an explant procedure. No further information could be obtained.